Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited unspecified over-sensing. The lead was capped and replaced on (B)(6) 2025. The patient was stable.